Event description:
Meter name: profile. Strip name: one touch. Meter code: ni. Strip code: ni. Per notes they did not match. Strip storage: incorrect per notes. Symptoms: none. A pt reported that because they were experiencing low results on their meter they called the ER for advice. Advised to drink juice, come to ER, and to eat peanut butter and jelly sandwich on way to ER. Their meter results at home 10, 21, 21mg/dl, timing unknown. The next result was 210. Unknown if ER equipment, or pt's own meter. Time frame unknown. Treatment was recommended over the phone (eat as above). Unknown if treated at ER. Newly opened strips were in range with control and meter in range with check strip for the rep. No further info has been reported.